Manufacturer narrative:
A visual analysis of the returned device found calcification residues in both renal and bladder pigtails. The evaluation revealed that the stent was calcified. During manufacturing, devices were inspected to ensure that all finished devices meet specifications. Most likely, the issue could have been generated when the device remains in the patient's body for a certain time. Therefore, the most probable root cause assigned to the complaint is "anticipated procedural complication" a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted in the ureter during ureteral stenting procedure performed on (B)(6) 2016 and was removed on (B)(6) 2016. According to the complainant, during stent removal, residues of calcification were found on the stent. Although the stent was found calcified, it was reportedly still be able to drain. The procedure was completed with this device. It was reported that the patient was experiencing pain around the left kidney after the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted in the ureter during ureteral stenting procedure performed on (B)(6) 2016 and was removed on (B)(6) 2016. According to the complainant, during stent removal, residues of calcification were found on the stent. Although the stent was found calcified, it was reportedly still be able to drain. The procedure was completed with this device. It was reported that the patient was experiencing pain around the left kidney after the procedure. There were no patient complications reported as a result of this event.